Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
No blood glucose levels reported. The customer reported an spi to motor pic communication error from the insulin pump. The insulin pump would be returned for analysis. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents in specification. No unexpected low battery alarm noted. The device passed the self test. No error alarm observed. Minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, and cracked reservoir tube lip.